Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and "pain", "lump", "hardness", concerned with product as they "think their implant about to rupture."

Event description:
Patient reported left side "implants are hard, lumpy, huge amounts of pain, lumps can clearly be felt through skin, unable to sleep and implant is about to rupture" and after explant surgery the "draining of a seroma." Device has been explanted.